Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found. Visual analysis noted apparent explant damage.

Event description:
It was reported that one day after the implant procedure, the patient experienced an acute and substantial murmur due to the right ventricular lead placement. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.